Manufacturer narrative:
The field service representative (fsr) replaced the coin cell battery first which did not correct the issue. He then replaced the hard drive and the printed circuit (pc) board which did correct the issue. The hard drive and the pc board were returned for further evaluation. During laboratory analysis, the product surveillance technician (pst) installed the central control monitor (ccm) hard drive sub assembly into a lab use only (luo) ccm. The ccm booted to the splash screen and there was no observation of the ccm having a 'cmos check sum' message. The pst removed the ccm hard drive sub assembly and installed the ccm pc board assembly into the luo ccm. The ccm booted to the splash screen and there was no observation of the ccm having a 'cmos check sum' message. It was determined that the ccm parts met specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'cmos checksum' message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint and observed that the ccm would not boot to the perfusion screen. With guidance from the manufacturer technical support, the fsr replaced the coin cell battery and the hard drive and the issue was resolved. The unit operated to the manufacturer's specifications.